Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration. The patient underwent a paddle lead repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.